Event description:
The service repair technician reported that during routine testing of the device at the service center, an arterial blood parameter monitor high-potential failure occurred. There was no pt involvement.

Manufacturer narrative:
The power supply was replaced by the service technician. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.